Manufacturer narrative:
A ge rep evaluated the system and reseated the computer board. System operates as intended.

Event description:
Customer reported system will not complete boot up. No pt injury was reported.